Event description:
According to the reporter, during an open hysterectomy procedure, the needle and thread separated. The surgeon used a new device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.